Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes d.10. Returned to manufacturer on: 8/4/2020 h.6. Investigation: customer returned (3) loose 3/10cc, 12.7mm syringes. Customer states that stoppers were melted (damaged). All returned syringes were examined and all exhibited a deformed stopper in the barrel. Unable to perform DHR check for stoppers damaged due to unknown lot number. Process summary: automatic syringe assembly machine, which feeds 0.3ml, syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. DHR, l2l dispatches, logbook entries could not be looked at as no lot number was provided. Root cause could not be determined. See h.10

Event description:
It was reported that 3 bd ultra-fine¿ insulin syringe stoppers were found "melted" before use. The following information was provided by the initial reporter, translated from japanese to english: "customer reported that stoppers were melted (damaged)."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that 3 bd ultra-fine¿ insulin syringe stoppers were found "melted" before use. The following information was provided by the initial reporter, translated from (B)(6) to english: "customer reported that stoppers were melted (damaged)."